Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multiple patient receiver (org) had a solid error light that appeared and would not go off. This led to signal loss of the telemetry transmitters at the central nurse's station. They tried to power cycle the org multiple times, but the issue would not resolve. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the unit's software was reinstalled by nihon kohden repair center (nk rc) to resolve the issue of error light and communication loss. As logs were not retrieved, a root cause cannot be determined. The cause of the issue is likely related to the software on the org. Due to the low occurrence of the reported issue, it is unlikely that the cause of the issue related to the design of the org software. The software was possibly corrupted due to improper shutdowns or power loss. Last reported complaint for error light on the org was reported on 11/26/2021.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) had a solid error light that appeared and would not go off. This led to signal loss of the telemetry transmitters at the central nurse's station.

Manufacturer narrative:
The biomedical engineer reported that the multiple patient receiver (org) has a error light and is a solid light and will not go off. This causes the org not to start up correctly, and then causes the telemetry transmitters to go into to communication loss, and unable to be monitored on the central nurse's station. They tried to power cycle the org multiple times, but the error light still constantly stays on. No patient harm reported. Nihon kohden continues to investigate the reported event.

Event description:
The biomedical engineer reported that the multiple patient receiver (org) is dropping its signal on 8 transmitters that are attached to it.